Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2021, treating target lesions in the mid and distal right coronary artery (rca). Two xience skypoint stents were implanted. On (B)(6) 2021, while still hospitalized, the patient experienced ventricular tachycardia and st elevation. Thrombosis was noted in the 3.0 x 23 mm xience skypoint stent, implanted in the mid rca. The xience skypoint stent implanted in the distal rca was noted to be patent, with no thrombosis. A second procedure was performed. An unspecified non-compliant dilatation catheter balloon was inflated, treating the thrombosis. Brilinta and aspirin were administered and the thrombosis resolved. The patient was in stable condition. No additional information was provided.